Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, heavily calcified, 100% stenosed, de novo mid circumflex artery lesion, after pre-dilatation the 2.5 x 23 mm xience stent delivery system (sds) was delivered; during balloon post dilatation a dissection was noted distal to the stent. A second stent was used to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: balance middleweight. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.